Event description:
Complainant alleged that during biomed testing, the associated device did not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrode pads were returned to zoll medical united kingdom; the customer's report was duplicated and attributed to faulty pads. The pads were scrapped after testing and a replacement set was sent to the customer. Analysis for reports of this type has not identified an increase in trend.